Event description:
Rptr alleged obtaining five discrepant back to back blood glucose results that fell in the 100-250 mg/dl range when all tests were performed within 10 mins on the advantage sys. Rptr stated that at a different time another comparative test of 153 mg/dl was performed back to back with results of 195 mg/dl and 102 mg/dl within 10 mins on the same sys. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.